Event description:
It was reported that the insulin pump and the glucose meter stopped working. The customer's spouse stated that he did not know what happened with the insulin pump. He was unaware of what was wrong with the device, stating that it may have not been powering on. He noted that the same issue occurred with the meter. He advised that he would replace the glucose meter. The blood glucose reading was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.